Event description:
Company's sales rep reported this customer had a pca incident due to pca by proxy. Customer reported a post-partum pt received an over infusion of morphine, required medical intervention (narcan, 2 amps) and was transferred to the ICU overnight for observation. Pt recovered without any long-term effects. Pt's spouse reported pressing the button on the pca cord. Report indicated pca device and event logs were evaluated by customer's biomed, no anomalies with programming or volume infused identified and no anomalies identified with functional testing. No additional info was available.

Manufacturer narrative:
The device will not be sent in for analysis. The customer declined an investigation. 'Patient info guide to patient-controlled analgesia (pca)' tip sheet was sent to customer to distribute to appropriate staff.